Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An actual sample was returned for evaluation. A visual inspection of the sample revealed the vinyl y-connector was separated from the burette cap. The reported condition was confirmed. Although the condition was confirmed, the root cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress. A batch review was performed finding that no exception/non-conformance reports were documented for this lot.

Event description:
The customer reported to baxter (B)(4) a 4-lead tur irrigation set in which the tubing separated from the drip chamber. The condition occurred during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.